Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline experienced resistance in the phenom 27 microcatheter and failed to deploy. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid cavernous segment. The max diameter was 11mm, and the neck diameter was 6.5mm. The landing zone was 3.2mm distal and 4.7mm proximal. The patient's vessel tortuosity was moderate. Angiographic results post procedure showed no abnormalities. It was reported that there had been strong resistance during delivery, and attempts to deploy the pipeline were insufficient. Multiple deployment attempts were made, but the entire pipeline failed to deploy leading to its retrieval. It was not just a portion that failed to deploy, but the proximal, center, and distal segments all did not deploy. The pipeline was not positioned in a vessel bend and more than 50% had been deployed. The pipeline had been resheathed 3 or more times. No additional steps were taken to open the device. The patient did not experience any health hazard or damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the middle to distal section of the catheter. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). No damage to the pipeline pushwire or catheter could be confirmed visually. No abnormalities were seen. This is a normal vascular course, and no resistance factors have been found at this point.